Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. Therefore, the root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant became detached in the microcatheter. The implant was delivered without difficulty to the intended treatment site. There was no reported patient injury on intervention.